Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis found no anomalies. Visual analysis noted that the setscrew marks on is-1 pin were too proximal. It appeared the lead was not fully inserted into the device. We also received performance data collected from the device and have analyzed the data. The lead integrity alert (lia) triggered on (B)(6) 2012. Two additional out of tolerance subthreshold lead impedance alerts occurred on (B)(6) 2012. Oversensing was noted with five short v-v interval "lead failure predictor" sensed events observed on these dates: (B)(6) 2012. High impedance was noted. The maximum ventricular pace bipolar rose from an approximate baseline of 500 ohms the week of (B)(6) 2012 to >4000 ohms the week of (B)(6) 2012.

Event description:
It was reported that there was high impedance and high thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.